Manufacturer narrative:
A review the device history record was performed and no similar concerns were found. The returned catheter was visually inspected, and it was noted that the tubing was broken approximately 0.5cm from the hub. It was evident that the breakage was due to the application of excess force and the complaint was confirmed. The exact root cause is unable to be determined; however, possible causes may be related to patient activity or movement or related to another type of excessive tensile/pulling force. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
PICC was placed on april 27th without complications. When nurse looked at the line, nurse noticed blood at the site. The catheter was broken just above the disk. Nurse immediately placed a hemostat on the small piece of exposed catheter in the arm to prevent it from moving up in the bloodstream. Nurse cleaned up the site and removed the catheter. Nurse compared measurements with the documentation and concluded the catheter was completely removed out of the patient.